Event description:
It was reported through clinic notes that the physician found that the patient's generator was at end of service. It reported that the patient was experiencing an increase in depression symptoms due to this battery depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported through clinic notes that the patient, who'd had the vns implanted for depression, had been staying in bed almost 24 hours a day, with only 9 hours where he was awake. He was doing next to nothing. He ate very little but still gained weight. He also bathed infrequently and only when had to go out. He only watched tv. Because of this, he was concerned that the vns was dying. The patient was referred for replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.